Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that multiple tubings separated and leaked. In one specific event during an infusion the patient reported poor pain control to the anesthesiologist. Once the leak was noted, the tubing was replaced, the infusion restarted and pain control was achieved. There was no report of lasting patient harm. A photo received from the customer shows leaking from the junction of the tubing and the male luer.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that multiple tubings separated and leaked. In one specific event during an infusion the patient reported poor pain control to the anesthesiologist. Once the leak was noted, the tubing was replaced, the infusion restarted and pain control was achieved. There was no report of lasting patient harm. A photo received from the customer shows leaking from the junction of the tubing and the male luer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed based on a customer-provided photo; per received photo the leak was observed at the engagement between the microbore tubing and the male luer adapter. The root cause was not identified.

Event description:
The customer reported that multiple tubings separated and leaked. In one specific event during an infusion the patient reported poor pain control to the anesthesiologist. Once the leak was noted, the tubing was replaced, the infusion restarted and pain control was achieved. There was no report of lasting patient harm. A photo received from the customer shows leaking from the junction of the tubing and the male luer.

Event description:
The customer reported that multiple tubings separated and leaked. In one specific event during an infusion the patient reported poor pain control to the anesthesiologist. Once the leak was noted, the tubing was replaced, the infusion restarted and pain control was achieved. There was no report of lasting patient harm. A photo received from the customer shows leaking from the junction of the tubing and the male luer.

Manufacturer narrative:
The customer¿s report of a leak was confirmed based on a customer-provided photo; per received photo the leak was observed at the engagement between the microbore tubing and the male luer adapter. The root cause was not identified.

Event description:
The customer reported that multiple tubings separated and leaked. In one specific event during an infusion the patient reported poor pain control to the anesthesiologist. Once the leak was noted, the tubing was replaced, the infusion restarted and pain control was achieved. There was no report of lasting patient harm. A photo received from the customer shows leaking from the junction of the tubing and the male luer.